Event description:
The angioguard distal protection device would not collapse properly during retrieval. The lesion was located in the internal carotid artery, leading into the common carotid artery (side unknown). The vessel was not very tortuous. The product was properly inspected and prepped and no anomalies were noted. To advance the device over the guidewire to its position distal to the lesion, the physician needed to put a slight arc on the most distal part of the floppy tip. After the stent was placed, the physician had difficulty retrieving the device. The basket would only pull slightly together making it difficult to capture the basket. The filter basket was retrieved, although, it was only partially collapsed. After the basket was retrieved, there was no debris found in the basket. The procedure was completed and there was no injury to the patient. Please note that after the procedure, the physician decided to cut the tail end of the catheter off. The device was fully intact in the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.